Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a pocket revision procedure for a hematoma. It was discovered that there were out of range shocking impedances exhibited greater than 125 ohms. A commanded shock was delivered and an error message appeared, "open circuit fault". Technical services (ts) recommended replacing the lead and retesting the device system to verify sensing and connections. No adverse patient effects were reported. Subsequent information indicates that the right ventricular (rv) lead remained in-place and the physician was scheduling the patient for an extraction in the near future. This crt-d was programmed off until a lead revision could be performed and was sent home with a life vest. Subsequent information indicates that this patient underwent a revision procedure and their rv lead was explanted due to a lead fracture. There were concerns that the fracture was possibly due to a physician error or induced during suturing post pocket evacuation for a hematoma. No adverse patient effects were reported. This product remains implanted and in service.